Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking knob on the mayfield infinity skull clamp (a1114) does not stay in the locked position and was broken. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield infinity skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed from the evaluation. The set screw was replaced due to it being stripped and the index knob is loose. The evaluation showed that the unit was received without the rocker arms and case. The unit needs repair, and replacement of worn/damaged parts. General maintenance and cleaning required. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2011). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.